Manufacturer narrative:
No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported she was experiencing high blood glucose. Last night the customer had pulled out the reservoir and there was insulin in the device. Customer's blood glucose was 174 mg/dl. Customer stated her reservoir expired a few months ago and has had them for a long time. No alarms were noted on the device. Customer was unable to perform self test since customer had removed battery cap and put it on the old insulin pump. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-71934.